Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the 2.75 x 23 mm promus stent came off the stent delivery system at 5 atm, it was only partially deployed. When they went to pull the sds, the stent stayed in the proximal right coronary artery (rca). They tried to snare the stent using a 1.5 x 15 mm, a 2.0 x 15 mm and a 2.5 x 20mm balloon. Then, by using a 2.75 x 20 mm and a 2.75 x 23 mm, they were able to get the 2.75 x 23 promus stent deployed; however, they weren't able to implant the stent as distal as they would have liked to. When they pulled negative, blood would enter the shaft. Because of the gap between where they wanted the 2.75 x 23 promus stent implanted and where it ended up, they tried to place a 2.5 x 8 mm promus in the gap but could not cross successfully. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
.